Manufacturer narrative:
The customer was given a new brace per customer's request. No other information given. All details of incident were not received until 12/24/16.

Event description:
During an unrelated communication in (B)(6) of 2016, it was discovered that the user was wearing an ankle brace while playing volleyball and landed on another player's foot back in (B)(6) of 2015. The brace broke and the user rolled her ankle. She continued to play despite swelling and pain and was diagnosed the next day with a cracked growth plate.